Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual inspection observed that the top case was cracked at bottom right corner, bottom case was cracked at right corner. Battery door was cracked at right plunger case. It also appeared that there are loose pieces rattling inside. During syringe testing and check the reading of both quality control slugs, the reported problem was duplicated. Invalid syringe size was found during syringe test and failed size sensor reading on both quality control slugs. The root cause of the reported issue was found to be the barrel guide was broken due to pump being mishandled by customer. Replaced barrel clamp guide. Performed syringe test and all functional tests which passed. UDI is unknown. No product information has been provided to date.

Event description:
It was reported that there was an issue with the syringe size sensor/c-5. No patient injury was reported.